Manufacturer narrative:
The pump was returned and analysis identified residue in the motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (180 mcg/ml at 38 mcg/day) and morphine (25 mg/ml at 5.277 mg/day) via an implantable infusion pump. The indication for use was intractable spasticity and multiple sclerosis. It was reported that a motor stall was seen when the pump was interrogated. It was confirmed that there were no electromagnetic imaging/magnetic sources present. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the cause of the motor stall was not known. It was reported that the motor stall was not resolved and the pump was replaced. No further complications have been reported as a result of this event.